Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) with 90% stenosis, moderate calcification, and mild tortuosity. Pre-dilatation was performed with a non compliant balloon and the 3.5x18 mm xience prime stent was implanted. Post dilatation was performed with an unspecified non-compliant balloon and a dissection was noted. Another xience prime stent was implanted to treat the dissection. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and its relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.